Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a healthcare professional regarding a patient implanted with an impl antable neurostimulator (ins). It was reported that initially after implant, the patient felt stimulation at a low level and had symptom relief. Patient was seen by a hcp a month ago and they stated they can no longer feel stimulation even when turned up to 8.5 and that symptoms had returned. The battery had only 3-5 months left on it and premature battery depletion was noted. Patient denied any falls and mentioned they had rectal prolapse surgery 2 months ago. Patient was scheduled for a lead and battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep had the ins but it hadn't been returned yet. They were going to return it.